Event description:
During robotic hysterectomy, a fenestrated bipolar was placed in arm 2 of the robot. The instrument tip was moving the opposite way from the direction the surgeon was turning it. The instrument was removed. It was inspected and a frayed wire was noted at the wrist of the device. Instrument was replaced. Photographs taken, faulty instrument was taken to sterile supply. No harm to pt. Instrument was on 8th life - had been reprocessed. Report to intuitive surgical. Instrument retained until after intuitive surgical's team evaluates on site. Reason for use: robotically assisted hysterectomy.